Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient was in a coma for three (3) days and hospitalized for one (1) week. Patient reported that her land lady helped her into her house and then called an ambulance. Patient was wearing the dexcom system at the time of event. Patient alleges that she when into the coma because the battery was not working. At the time of contact, patient was feeling terrified because she is a brittle diabetic. No additional patient or event information was provided. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.